Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated a "low vacuum" alarm and shut down. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the motor controller pcb (part number (B)(4)). In unrelated repairs, the filter tubing and the expired safety disk were also replaced. The iabp was tested to factor specification. It functioned normally and was returned to the customer. (B)(4).